Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 35-year-old caucasian female patient underwent a breast surgery with implantation of a left-sided 650cc mentor memorygel breast implant prosthesis. Post-operatively, the patient underwent a breast revision surgery for an undisclosed reason on (B)(6) 2022. During the procedure, the surgeon observed both implants were ruptured. No patient consequences or procedural delays were reported due to the ruptures. The implants were removed without replacements. A replacement surgery is scheduled for (B)(6) 2022 to implant 350cc mentor memorygel breast implants. This report is for the left breast implant. Refer to manufacturing report number 1645337-2022-09711 for the contralateral event.

Manufacturer narrative:
On september 22, 2022, the mentor analysis lab received the suspect medical device for evaluation. On september 23, 2022, mentor completed an evaluation on the returned device. Since two devices were received with the same lot number, the following evaluation was performed and will be referred to as device b. Mentor conducted visual inspection and leak testing of the device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable leaks. Although no rupture was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 19, 2022, mentor received additional information. The patient was diagnosed with bilateral malposition of her implants and it was confirmed only the right breast was discovered ruptured. Rupture is no longer applicable to this file as the device b was evaluated which determined the device was not ruptured. Therefore, device b must be the left device. As a result, the device was reevaluated and updated with the following. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. Reason for device explant and/or reoperation: device migration manufacturer¿s reference number: (B)(4).